Event description:
Pt with ulcerative colitis to gi lab for colonoscopy. 22ga shielded IV catheter used to start IV in right antecubital with hour difficulty. When rn disengaged needle (by pressing button on syringe), the needle's hub fell off pt's arm. No sheath was attached to the hub. Pressure held to right upper arm, md palpated for sheath without success. Pt to x-ray for film of upper extremity and chest. Both negative for foregin body. Pt to CT, sheath identified in left pulmonary artery (infrahilar region) following the course of a vessel bifurcation. Admitting md consulted with cardiologist, pulmonologist and vascular surgeon before discharging pt to home with instructions to follow-up with cardio vascular surgeon.